Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that a non-medtronic (sapien 3) transcatheter aortic valve was successfully implanted at the sixth node, valve in valve. The patient tolerated the implant well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 7 years and 10 months following the implant of this transcatheter bioprosthetic valve, an unspecified valve failure was noted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the valve failed due to a high gradient of 38 millimeters of mercury (mm hg). The implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 5 mm. It was further reported that there was evidence of thrombus and leaflet thickening on the bioprosthetic valve. The bioprosthetic valve was implanted in the patient¿s native annulus. It was noted that the patient was placed on oral anticoagulants to treat the thrombus and that the patient was already taking oral anticoagulants to treat atrial fibrillation. Additionally, following the initial implant of the valve, anti-platelet therapy was provided. Per the physician, the thrombus was likely due to radiation that the patient received in the last couple years. A second transcatheter valve was scheduled to be implant valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4. B2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.